Event description:
Medical staff reported right side pain and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side pain and capsular contracture baker grade iii. Device has been explanted.

Event description:
Medical staff reported pain and capsular contracture baker grade iii. This relates to the right side. Device has been explanted.

Event description:
Medical staff reported pain and capsular contracture baker grade iii. This relates to the right side. Device has been explanted.